Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited backup operation. Since the device had reached end of life, it was explanted and replaced on (B)(6) 2013.